Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to defective load cell. The cracked enclosures and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, cracked front and bottom enclosures were observed likely due to user mishandling such as a drop. The observed physical damages are not related to the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test revealed that the load cell 2 is defective. Load cell 2 needs to be replaced to address the ua07 error. In addition, not related to the reported complaint, defective fan assembly was observed; no rotation on the fan blades. The root cause was due to wear and tear. The autopulse platform was manufactured in 08 march 2008 and is 12 years old, well beyond its expected serviceable life of 5 years. The archive data review indicated multiple occurrence of ua07 error messages on the reported event date. After replacing load cell 2, fan assembly, front enclosure and bottom enclosure; the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) was reported on 11 may 2020, and defective load cell was replaced to remedy the issue.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages upon power up. No patient involvement.